Event description:
"Doing ion bronchoscopies in spor 17 in which the cytorich red white caps were breaking. We had 2 breaks after a case in which we had to make sure the specimen was still in the cup, and 3 in this current case. 144469 new lot 140695 does not have the defect/crack."